Event description:
A (B)(6) female pt called zoll customer support to report constant check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. As received, there was corrosion on the dn pca and through all cables. The cause of the check belt messages is the extensive damage to the dn pca and cables. The cause of the corrosion is contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged electrode belt. The pt received a replacement belt.